Event description:
The facility stated the plunger would not move forward while advancing. The lens was not implanted and there was no pt injury or contact. The msi-indigo p injector and the indigo foam tip plunger were used, but the lot numbers are unknown.